Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated. This is the same event as 1043534-2016-00041.

Event description:
Allegedly the parts were revised due to fracture postoperatively.

Manufacturer narrative:
With the information provided conclusions related to product use or contribution cannot be made.

Manufacturer narrative:
With the information provided conclusions related to product use or contribution cannot be made.